Event description:
Diaphragm was ripped when instrument introduced to abdomen. Small piece of diaphragm had to be removed from abdomen. Gender, age and weight are not available. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The current status of the patient is fine.

Manufacturer narrative:
(B)(4).